Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to call back if the malfunction code reappears, and was able to continue using the pump.